Manufacturer narrative:
It was reported that the driver would not engage on the implant due loose connection. The doctor conducted the fit test prior to placement of the implant. Hence, there was no patient contact involved and no adverse events were stated to have occured as a result of this issue. However, if this event were to recur, there is a slight risk that the implant could dislodge and become contaminated prior to surgery. The DHR was reviewed and no discrepancies were noted. The product is yet to be returned for investigation and more results will be provided upon completion of the evaluation of the investigation.

Event description:
It was reported that the implant driver would not stay on implant or stay engaged. The connection area seemed to be too loose. An update was received and it was stated that the doctor was fit testing the implant, he noticed that it kept falling off the driver. Also, the doctor stated that the driver ( the 3.5 driver from the inclusive surgical kit) was not having issues with any other implant. The issue was discovered prior to placement and therefore the implant had no patient contact . No adverse events were stated to have occured as a result of this issue.

Manufacturer narrative:
Section d: d4: expiration date corrected to: 02-18-2021. D4: UDI added. This information was omitted at the initial submission. Section e: e4: it is unknown if the provider submitted to the agency. It was initially marked "no." Section h: h4: device manufacturing date corrected to: 02-18-2016. The device investigation has been completed and the results are as follows: device history record : the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: customer returned an implant but not in the original package. The implant was verified to be an inclusive tapered implant 3.7 x 11.5 mm using radiographic template. The returned implant had no defect or non-conformity. It was reported the implant/driver engagement issue was discovered prior to placement and the implant had no patient contact. However, bone debris was observed from the implant and it appeared the implant had been used by the patient. The internal hex was intact and no debris was observed from inside of the implant. The customer did not return the driver for investigation. Returned part inspection results the returned implant was fit check with an inclusive long driver 3.5/4.5 mmp (lot: 6067147) purchased brand new internally. The returned implant was successfully engaged with the driver without falling off. Root cause: the root cause cannot be explicitly determined. Based on the returned part inspection and DHR review, there was no product deformity or nonconformity reported. The returned implant passed the fit check and engage with the 3.5 driver (as customer used) without any issue. There was no debris observed from the inside of the returned implant and the internal structure was intact.